Manufacturer narrative:
H.6 investigation summary: a complaint of tubing being misshaped was received from the customer. No product or photo was returned by the customer. The customer complaint of tubing defective/ damaged could not be verified due to the product not being returned for failure investigation. A device history record review for model 20350e lot number 23029075 was performed. The search showed that a total of (B)(4) units in 2 lot numbers were built on 03feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris smartsite low sorbing extension set was deformed. This is 2 of 2 related events. The following information was provided by the initial reporter: while rn was priming line, noted on 0.2 micron filter some discoloration/cloudiness of the tubing and mis-shaped tubing. Disconnected filter and attached new one.